Event description:
It was reported that an asymptomatic patient presented for a routine follow up. The right atrial lead exhibited noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.